Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/08/2014 with the following findings: battery compartment cracked and moisture was found inside the battery cap. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and moisture in the pump. This report is made based on the results of an investigation completed on 09/08/2014.